Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. A "try it" sound test was performed and passed. Sound test on receiver firmware was performed and passed. The receiver log was downloaded and reviewed finding no related to the complaint. The receiver case was opened for interior inspection and passed. The speaker resistance was measured and was within specification. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. The patient's low glucose threshold was set to 70 mg/dl, but on (B)(6) 2021 at around 3:00 pm his receiver did not give an alert that his blood glucose was dropping fast. He had no symptoms that he was going low but he blacked out. His wife saw him on the floor unconscious and when she checked the receiver the reading was at 40 mg/dl. His wife called 911 and he was taken to the emergency room (ER) by ambulance. He said he regained consciousness while in the ambulance but was still feeling groggy. He saw a clear IV bag hanging down and being administered to him, but he does not know what it was. He passed out again while at the ER and when he gained consciousness again, he had already been admitted to an inpatient room. He stated that he stayed at the hospital for two days and was discharged (B)(6) 2021 (however that would have been three days). He was unable to provide any information about the medicines he was given but he said he was treated by IV and injection. He was feeling okay the day after he got home from the hospital. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.